Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 52.4mm abdominal aortic aneurysm (aaa). A reverse taper neck was noted. It was reported during the index procedure different bore diameters were used due to the reverse taper neck. The main body was placed directly under the renal artery with endurant limbs added to both sides (right contralateral side etlw1616c93ej left ipsilateral pll161007j). Contrast radiography after touch-up was confirmed and an additional touch-up was performed because a type ia endoleak was observed. The endoleak decreased to around 1/3, but it remained post touch up. As there was no influx into the aaa, the procedure was completed at the physician's discretion. The blood vessel diameter on the renal artery was noted as thin (approx 15 mm). It was reported the srs was doubled and so an additional cuff was not implanted as the delivery system could not be removed. As per the physician the cause of the type ia endoleak was anatomy related and commented "for the reverse taper neck, when the device size (25 mm) was combined with the thick portion of the neck, the blood vessel shape would become oversized in comparison with the area directly below/above the renal artery. It is believed that the type ia endoleak occurred more than this time because 23 mm devices became under-powered".  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak could not be assessed on the pre-implant films provided; however the anatomical consideration that likely contributed to the reported event could be appreciated. Procedural angiograms and post-implant CT's were not available for review s, therefore analysis of the stent graft in-vivo configuration could not be performed. It is most likely that the noted reverse taper infrarenal neck and angulation were a contributory factor in the reported event. B5; additional information recieved ; it was reported that as the diameter of the blood vessel of the renal artery was as small as about 15mm, and the addition of the endurant cuff doubles the supra-renal stent, this could have made it impossible to remove the delivery system, so no cuff addition was performed. There are no plans for any further intervention in the future. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.